Manufacturer narrative:
The device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states that when the implanted non rechargeable stimulator is nearing the end of its battery life, the stimulator will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Labelling also states that when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non rechargeable stimulator to continue providing stimulation. Since labeling review found that the reported event is a known risk with the use of deep brain stimulation (dbs), this investigation is assigned a probable cause of known inherent risk of device. Correction to the initial MDR in b5. B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device: nhl, pjs.

Event description:
It was reported that this deep brain stimulation (dbs) patient underwent the replacement of the implantable pulse generator (ipg) due end of life (eol) message. The location of the device is unknown. No additional information is available at this time.

Event description:
It was reported that this deep brain stimulation (dbs) patient underwent the replacement of the implantable pulse generator (ipg) due to an unknown reason. The location of the device is unknown. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device: nhl, pjs.